Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Hybrid analysis confirmed premature battery depletion was to a leaky ceramic capacitor. Computed tomography of the ceramic capacitor c12 revealed evidence of a curved fracture crossing electrode plates. Silver migrating from the electrodes is known to fill this type of fracture and provide a conductive path (short) between the electrodes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation, an electrical reset was noted including a serious device memory error, and the device switched to vvi 65 mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.